Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 11/30/2017 and strip open date is (B)(6)2015. Strip storage is correct. Back to back blood test performed with results of 101mg/dl and 104mg/dl - fasting. Reviewed meter memory: a 107mg/dl, (B)(6)2015 05:35:00 pm fasting:yes. A 113mg/dl, (B)(6)2015 05:26:00 pm fasting:yes. A 133 mg/dl, (B)(6)2015 05:15:00 pm fasting:yes. A 168mg/dl, (B)(6)2015 05:12:00 pm fasting:yes. A 129mg/dl, (B)(6)2015 05:11:00 pm fasting:yes. Memory concerns: customer main concern are results lower than 120mg/dl. Customer stated she recently stopped taking her medication for diabetes.